Event description:
Patient had compression boots on for surgical procedure. Bruising was noted post-operatively on the back of her lower legs where the boot comes in contact with the leg during inflation. The unit was sent to clinical engineering and their report indicates that it was working within the manufacturer's specifications. Note: or staff did not save the disposable compression stockings that were being used at the time of the incident.